Event description:
The customer observed error codes on the architect i2000sr analyzer related to the r1 pipettor syringe on (B)(6) 2013. An abbott field service representative (fsr) visited the customer site on (B)(6) 2013 to address the issue. The customer informed the fsr that a falsely elevated architect troponin-I result of 0.10 ng/ml was generated for a patient sample that retested at 0.00 and 0.01 ng/ml. The sample was tested on a different architect i2000 analyzer and the result was 0.01 ng/ml. The sample was also tested using the istat method and the result was 0.01 ng/ml. The customer uses a troponin-I cutoff of greater than or equal to 0.10 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service found a leaking r2 buffer pump and replaced it. Field service also discussed with the customer the possibility of fibrin in samples as a potential cause as the techs do not routinely inspect sample tubes prior to loading. A review of the architect (B)(4) service history finds no additional reports for discrepant or erratic results subsequent to field service actions. Historical complaint review and a review of tracking and trending for the buffer pump did not identify any adverse trends related to erratic or discrepant results. The architect system operations manual and troponin assay package insert provide adequate information related to handling specimens and consumables, required maintenance, component replacement, and troubleshooting the customer's reported issue. The complaint investigation information does not reasonably suggest a device malfunction caused the issue. No product deficiency was identified.

Manufacturer narrative:
An abbott field service representative replaced the r1 pipettor syringe to resolve the issue. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).